Event description:
In 2004 a procol bioprosthesis was implanted as a femoral-popliteal bypass graft in the leg. This device is approved for av access only and is not approved for arterial reconstruction. However, the pt was very thin with no available native conduit material and the physician felt the pt had no other options. The pt presented at the e.r. With pain and swelling of the leg a month later. Upon exam, bleeding was noted from a focal area of disruption located mid-graft. The graft was ligated in situ and abandoned. The device was not returned for analysis. Arterial bypass exposes the graft to constant higher pressure than the approved indication and may have been a factor in this case.